Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following a glaucoma micro-stent implant procedure, a patient is experiencing induced myopia in both eyes. The patient reports his vision blurs after a meal or a nap. Ultrasound biomicroscopy showed diffuse low grade choroials 360 degrees. Additional information was requested. There are two reports for the patient. This report is for the fellow eye.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided for a detailed case evaluation (e.g., patient preoperative condition; whether the device was implanted as a standalone procedure, or in combination with cataract; intraoperative complications; whether or not the device was implanted ou [-2.25 d of myopia is indicated ou]; patient postoperative conditions or events that may have an effect on vision). There is no mention of system failure. Possible root cause is that choroidal effusion is an established risk associated with use of the device which can result in refractive change. This risk is clearly presented in product labeling. The manufacturer internal reference number is: (B)(4).